Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified aortoiliac. A 7.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilation. However, during the fourth inflation at 14 atmospheres for 14 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.